Event description:
It was reported that an occlusion alarm occurred, and the caller indicated more than one previous occlusion event had taken place. There was no adverse impact reported to the customers blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.